Event description:
It was reported the patient¿s pump replacement procedure was a "botched surgery". The patient was given a second incision that he was not told about and the doctors were rough in placing the catheter in his spine, so he had bruising from catheter placement. The patient went to the emergency room (ER) one week after the implant due to the second incision. The patient learned at the ER visit of the second incision and the bruising along the catheter causing his pain. The patient had a hospital visit after his pump implant as the pump "had hardly any drug in it". The patient went to the doctor¿s office to have the pump filled after that visit. The pump was delivering dilaudid. Additional information reported that two weeks prior the patient was at the hcp office. The patient was taken to ¿where the cameras were and tried finding the catheter¿. ¿they took pictures.¿ it looked like the catheter had kinked and moved over towards the center of the patient¿s back. ¿so they couldn't¿. The pump was ¿shut¿ down. The patient was in ¿terrible pain¿ and was ¿very sick¿. They planned to put the patient in the hospital and determine if the catheter had moved into the spinal cord region. Patient indicated they were to ¿get me in the hospital and get it operated on¿. The patient wanted to go into the hospital. The patient had been calling the hcp but was "getting the run around." The pump was also delivering ¿varicaine¿; a numbing agent for the patient¿s back, so they can ¿keep moving." The dose was set for six or seven. The patient had a ¿bolus machine¿ where they can give themselves a bolus shot when they start to get to where they can't walk".

Event description:
It was reported the physician didn't "come to see him when he was in the hospital".

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received and it was reported that the patient developed a hernia following the pump replacement procedure. I was a huge hernia in the patient's stomach that extends from his belly button to his diaphragm. Four days post pump replacement the patient had intense back pain. He went to the ER (emergency room) and was told that he had another incision in his back that he nor his caregiver knew about; it was all messed up. The catheter was replaced during the pump replacement and they used some sort of lipo suction technique" so the patient had a huge foot to foot and a half of bruising which was still extremely tender and painful if he bumped it. Beginning approximately two weeks prior to christmas and continuing, the patient experienced withdrawal. The patient was "puking in a bucket" because of the nausea and vomiting. The patient felt that the withdrawal was due to his oral meds being reduced abruptly by 75% 1//2 off his po meds and then cut 1/2 again per patient). The patient felt that this was too harsh. The patient did not believe that his pump was working like it did since the replacement surgery; he believed that the pump was "getting low". The patient was denied ER service. One physician prescribed two drugs for the patient; the second drug was refused by another hcp (healthcare provider); one drug was for nausea it was unclear what the other drug was for. The patient had an appointment scheduled for the beginning of (B)(6) 2014. The patient wanted to get his meds back to normal where they were prior to when all of these issues occurred.

Manufacturer narrative:
(B)(4).

Event description:
This information was previously reported initially. Additional review determined it was related to another patient and was filed in manufacturer report # 3004209178-2014-00649. [Additional information reported that two weeks prior the patient was at the hcp office. The patient was taken to "where the cameras were and tried finding the catheter" "they took pictures." It looked like the catheter had kinked and moved over towards the center of the patient's back. "So they couldn't". The pump was "shut" down. The patient was in "terrible pain" and was "very sick". They planned to put the patient in the hospital and determine if the catheter had moved into the spinal cord region. Patient indicated they were to "get me in the hospital and get it operated on". The patient wanted to go into the hospital. The patient had been calling the hcp but was "getting the run around." The pump was also delivering "varicaine"; a numbing agent for the patient's back so they can "keep moving." The dose was set for six or seven. The patient had a "bolus machine" where they can give themselves a bolus shot when they start to get to where they can't walk".]